Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there was an air or gas leak from the seal of the trocar. Loss of gas was noted as a result of the device issue. The surgeon had to increase the insufflation flow to resolve the issue. There was no patient injury.